Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that during the dft this s-ICD successfully induced the arrhythmia in which noise markers were observed. This patient required external defibrillation to come out of the arrythmia. Chest x rays were obtained, however the lateral x ray did not capture the lead in the image, so the position of the lead coil and the sternum are inconclusive. A repeat chest x ray could be possible however there is no confirmation of a date at this time. This patient refused a life-vest at this time; aware that this s-ICD did not successfully shock the rhythm today. No changes to programming were completed and this patient was discharged home. Additional information was received that a pocket and electrode revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that a system impedance of greater than 400 ohms was observed for this s-ICD post revision procedure. The health care professional (hcp) would perform in clinic isometrics and system manipulation. Additional information was received that x ray imaging revealed the electrode is under inserted into the header of this s-ICD. Ts discussed performing a tug test before loosening the set screw at the time of the revision. Additional information was received that this patient underwent another revision procedure. Ts provided tips and tricks to the physician and discussed with the field representative how to change shock polarity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that during the dft this s-ICD successfully induced the arrhythmia in which noise markers were observed. This patient required external defibrillation to come out of the arrythmia. Chest x rays were obtained, however the lateral x ray did not capture the lead in the image, so the position of the lead coil and the sternum are inconclusive. A repeat chest x ray could be possible however there is no confirmation of a date at this time. This patient refused a life-vest at this time; aware that this s-ICD did not successfully shock the rhythm today. No changes to programming were completed and this patient was discharged home.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that during the dft this s-ICD successfully induced the arrhythmia in which noise markers were observed. This patient required external defibrillation to come out of the arrythmia. Chest x rays were obtained, however the lateral x ray did not capture the lead in the image, so the position of the lead coil and the sternum are inconclusive. A repeat chest x ray could be possible however there is no confirmation of a date at this time. This patient refused a life-vest at this time; aware that this s-ICD did not successfully shock the rhythm today. No changes to programming were completed and this patient was discharged home. Additional information was received that a pocket and electrode revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that a system impedance of greater than 400 ohms was observed for this s-ICD post revision procedure. The health care professional (hcp) would perform in clinic isometrics and system manipulation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that during the dft this s-ICD successfully induced the arrhythmia in which noise markers were observed. This patient required external defibrillation to come out of the arrythmia. Chest x rays were obtained, however the lateral x ray did not capture the lead in the image, so the position of the lead coil and the sternum are inconclusive. A repeat chest x ray could be possible however there is no confirmation of a date at this time. This patient refused a life-vest at this time; aware that this s-ICD did not successfully shock the rhythm today. No changes to programming were completed and this patient was discharged home. Additional information was received that a pocket and electrode revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that a system impedance of greater than 400 ohms was observed for this s-ICD post revision procedure. The health care professional (hcp) would perform in clinic isometrics and system manipulation. Additional information was received that x ray imaging revealed the electrode is under inserted into the header of this s-ICD. Ts discussed performing a tug test before loosening the set screw at the time of the revision.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurements, remaining within normal range. Technical services (ts) suggested obtaining imaging prior to defibrillation threshold (dft) testing however the physician opted to go through with the dft. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received that during the dft this s-ICD successfully induced the arrhythmia in which noise markers were observed. This patient required external defibrillation to come out of the arrythmia. Chest x rays were obtained, however the lateral x ray did not capture the lead in the image, so the position of the lead coil and the sternum are inconclusive. A repeat chest x ray could be possible however there is no confirmation of a date at this time. This patient refused a life-vest at this time; aware that this s-ICD did not successfully shock the rhythm today. No changes to programming were completed and this patient was discharged home. Additional information was received that a pocket and electrode revision was performed. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.